Event description:
It was reported that the patient presented in clinic with increased thresholds on the right atrial lead. The lead was explanted and replaced. No complications occurred during or following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the lead was fractured and successfully repositioned.